Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The device calculated longevity decrease 4 years in a period of 6 months. Additionally, the battery consumption increased to more than 200%. Device replacement was scheduled. No adverse effects were reported.